Event description:
It was reported that five days post implant, the pulse generator was found in backup vvi mode. Exposure to electrocautery was suspected. A firmware download restored normal device function.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.